Manufacturer narrative:
DHR review is not possible as no lot and serial number was provided. The failure analysis was not possible because the complaint unit will not be returned for evaluation. These complaints are part of a retrospective review that examined consecutive patients with isch who were treated surgically between january 1, 2010, and july 31, 2017. The reported condition is unconfirmed. The root cause of the reported condition is undetermined. Linked to other mfg number: 1121308-2018-00079 (B)(4).

Event description:
This is 1 of 2 reports. Operative neurosurgery (2018) published ¿ operative management of idiopathic spinal cord herniation (isch): case series and novel technique for repair of recurrent herniation¿ this retrospective review, describe the clinical presentation, operative management, and postoperative follow-up of patients with isch who were treated operatively with primary repair of the dural defect using either sutures or an intradural sling. This retrospective review identified all consecutive patients who were treated surgically for isch between january 1, 2010, and july 31, 2017. Four cases of isch were diagnosed and treated surgically during the study period. A (B)(6) woman was transferred from an outside hospital for management of a thoracic arachnoid cyst that was originally diagnosed and managed nonoperatively by her neurologist. She reported progressive bilateral lower extremity weakness over 3 weeks and chronic midthoracic back pain, for which she required a morphine pump. She reported no sensory impairment but reported episodes of bowel and bladder incontinence. Motor strength was 4/5 strength in the right lower extremity and 4 +/5 strength in the left lower extremity. An MRI of the thoracic spine and a CT myelogram revealed findings consistent with a diagnosis of herniated spinal cord and no evidence of a loculated arachnoid cyst. Operative information: level of herniation: t8-9. Operation: t7-t9 laminectomy. Defect repair: dural sling. Duragen was packed into the defect, and a dural sling of duragen was placed ventral to the spinal cord over the 3-cm-long defect. Because of the large amount of duragen required to fill the defect, a dorsal patch duroplasty was performed to provide more room for the spinal cord should there be any ventral compression. Postoperative: the patient emerged from anesthesia with profound lower extremity weakness (1/5 strength in all lower extremity muscle groups) and preserved sensation. An MRI was obtained that was concerning for possible compression of the anterior spinal cord secondary to the duragen placed to fill the dural defect. In light of these findings (ie, the patient¿s profound weakness and possible spinal cord compression), she was returned emergently to surgery for exploration of the thoracic spinal cord. Intraoperative findings revealed no compression ventrally or dorsally. The patient was discharged on postoperative day 8 to an inpatient rehabilitation facility. Two months postoperatively, her motor strength at discharge to home was 3/5 in the right lower extremity and 1/5 in the left lower extremity. The patient was lost to follow-up and whether her deficits continued to improve to baseline was unknown. Conclusion: in this institution, they prefer a midline approach with transdural exploration for reduction of the herniated segment of the spinal cord in patients with isch. In most cases, a dural sling is used to prevent reherniation of the spinal cord. Care must be taken throughout the operation because of the fragility of the herniated spinal cord.